Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16796. It was reported that high impedances were measured at the lead contacts, therapy would auto-reduce, and effective therapy was lost. As a result, surgery occurred in which the leads were explanted and replaced, which resolved the issue. It is unknown which lead had the high impedances, so both leads ware being reported with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.